Event description:
It was reported that while inserting the screw under power for a triple arthrodesis, the guide wire got stuck on compression sleeve attachment and drove the guide wire in further into bone. The surgeon inserted the screw manually and pulled the wire back to complete the procedure. The guide wire was discarded by the hospital. This is report 2 of 2 for file (B)(4).

Event description:
This report is on an unknown wire.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Manufacturer narrative:
Additional information: this report is for 1 unknown wire.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.